Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the coronary collateral branch using pod packing coil (pod pc), lantern delivery microcatheter (lantern), and non-penumbra diagnostic catheter. During the procedure, after advancing approximately fifty percent of the pod pc into the target vessel using the lantern and the catheter into the target vessel, the physician kinked the catheter; consequently, the lantern inside the diagnostic catheter also became kinked and pinched the pod pc. The physician attempted to advance the diagnostic catheter to gain further access into the vessel; however, while applying forward pressure onto the diagnostic catheter, it kicked out of the vessel and back into the aorta. The physician then decided to remove the pod pc; however, while retracting the pod pc, the coil unintentionally detached under pressure. Therefore, the physician removed the diagnostic catheter, lantern, and the pusher assembly of the pod pc as a unit with approximately fifty percent of the pod pc in the aorta. The physician attempted to use a gooseneck snare to remove the detached pod pc; however, the physician ended up breaking and unravelling the pod pc at the location of where the coil was pinched from the diagnostic catheter and lantern becoming kinked. It was also reported that almost all of the unraveled mass of the pod pc was removed but a small fragment of the pod pc was left in the groin area that is not located in a major vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.